Event description:
A vague report was received that the infusion pump was noted to be over delivering just prior to patient use. The pump was taken out of use. No additional specific information regarding this event was able to be received. It was also reported that with biomed. Benchtop testing at the hospital afterwards, the pump was running approximately 105 high.